Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped from a bed during sleep, resulting in a cracked touchscreen that became nonresponsive and rendered the device nonfunctional and no longer watertight; the user switched to backup therapy and was informed they would be unable to announce meals. Symptoms included no adverse clinical effects and no reported changes in blood glucose at the time of the report. Outcomes included interruption of therapy with transition to backup therapy and continued cgm use via dexcom app or receiver. Investigation included device replacement logistics and guidance to shut down the device to prevent further alerts, with data synchronization to the mobile app prior to return when possible and inspection of the returned device . Investigation of this device revealed physical damage to the touchscreen and enclosure consistent with accidental impact, leading to loss of user interface function and inability to verify overall device functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.